Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.2, lab: 6.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.2, reference: 6.9, mean: 6.05, confidence limits: na. Analysis of customer's data revealed that both inratio and reference values exceeded 5.0 inr. Generally, inr results exceeding 5.0 have reduced accuracy, precision and linearity in both point-of-care and laboratory based pt testing. Confidence limits could not be established. No product is expected to be returned. No further testing beyond this investigation is required at this time. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.